Manufacturer narrative:
(B)(4). Additional information: the device was manufactured november 14, 2014 - november 17, 2014. The device was received for evaluation. Visual inspection revealed particulate matter in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had white floating particulate matter. The device was compounded with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.